Manufacturer narrative:
Only the component packaging is being returned for evaluation. This report will be amended when our investigation is complete.

Event description:
It was reported that when the implant's outer box was opened, the inner sterile package was noted as broken. As the outer sterile package was confirmed as intact, the implant was used to complete the procedure.